Event description:
It has been reported to philips that the system is giving an error and will not start. The system was in clinical use. There was no reported patient or user harm. A philips service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse noted that the generator did not start properly. The fse rebooted the system. After the reboot, the system was returned to good working order. The investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was giving an error and will not start. The fse examined the system on-site and confirmed that the generator did not start properly. The fse turned off equipment and electrical frame and rebooted the system. After rebooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.